Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual examination of the insert indicated damage to locking detail. The tibia indicated wearing of the articulating surface with some cement present on the porous coating. A dimensional inspection was attempted; the damage/deformation at several features of the devices would not allow for accurate measurement. The lab analysis revealed the deformation on the articulating surface of the insert could have been caused by third body debris in vivo. The deformation of the posterior locking detail could be caused if the insert was not fully seated posteriorly, which can lead to incomplete fixation of the insert to the baseplate and could cause loosening or dissociation of the insert. No manufacturing deviations were noted during this investigation. Based on the investigation conducted, the exact cause of the insert dissociation was not able to be determined. ¿please let us know whether the size combination between fem5 and tibia1/2 affected the disassociation.¿ it is typically recommended that the femoral component and tibia component not be further apart than one or maximum of two sizes. One or two sizes up or down are considered acceptable. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. The clinical/medical team concluded, after three requests no clinical information was provided for inclusion in this medical investigation. Based on the information provided, the root cause of the insert dissociation cannot be determined. The future impact to the patient beyond the second revision cannot be determined.

Event description:
It was reported that a 2nd revision surgery was performed due to disassociation.